Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the lead. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This fracture was the root cause of the observed high impedance measurements and loss of capture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,500 ohms during a routine device follow-up. Loss of capture was also reported. X-rays were performed and compared to previous x-rays, and a lead fracture was visualized. Therefore, this lead was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted lead was planned to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,500 ohms during a routine device follow-up. Loss of capture was also reported. X-rays were performed and compared to previous x-rays, and a lead fracture was visualized. Therefore, this lead was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted lead was planned to be returned for laboratory analysis.